Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 1997, and revised in 2003, due to osteolysis forming around the medial screw tips.